Event description:
It was reported that upon pulling out the px260 package the seal was found to be open. There are no patient complications reported.

Manufacturer narrative:
One dpt kit was received in its original packaging for evaluation. It was received into the product evaluation laboratory with one side of the tyvek pouch opened. The opened seal section was approximately 8cm in length. The evaluation revealed that the adhesive was evident at the opened seal. The adhesive transfer appeared complete without any visual interruption. A 5cm section of the seal was opened for inspection and comparison. Both opened seal areas appeared complete without interruption in adhesive transfer. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The reported event was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.